Manufacturer narrative:
The insulin pump had a blank display due to corroded electronics assembly. It also had corroded motor home switch and a cracked case window display corner. The unexpected restart alarm could not be verified due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer removed the insulin pump to shower and while he was in the shower, the device started making a high pitch noise. She removed and reinserted the battery and the display remained blank. Blood glucose value at the time was 143 mg/dl. During troubleshooting, the customer received an unexpected restart alarm after inserting a new battery. They were advised to leave the battery out for 2 hours and call back if issue persists. The customer called back later and reported that the display did return but he had left the device in the car for an hour and now he was unable to read the display due to the screen having moisture. Blood glucose value was 144 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.